Event description:
An attempt to advance a coronary stent with delivery system to the target lesion site in the patient's right coronary artery, following an acute myocaridal infarction, was unsuccessful. During the attempted advancement of the sds, the stent became dislodged from the balloon catheter embolizing and migrating distally within the coronary vasculature. The sds was withdrawn from the patient without complication and another balloon catheter was introduced in an unsuccessful attempt to retrieve the embolized stent. A second coronary stent with delivery system was successfully advanced and deployed at the target lesion site. Subsequently, a second attempt was made to retrieve the embolized stent utilizing a snare device; however this attempt was also unsuccessful. There were no clinical sequelae reported relative to this event.